Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was reseated to correct the reported problem. It's important to note that the cause of the misaligned cable could not be firmly established. However, the tamper proof label was found to be compromised and device tampering could have played a role. Analysis for reports of this type has not identified an increase in trend.